Event description:
It was reported that the patient presented in clinic for an follow up. Upon interrogation, it was noted that the were no diagnostic information was shown or recorded on the pacemaker. No programming changes were made. The patient was stable throughout.